Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) paced the patient on the t wave which may have caused ventricular tachycardia (vt). The patient needed to be externally shocked. It appeared the patient had the settings changed on the leadless ipg due a procedure a month prior but the device was never programmed back to the original settings. The ipg was reprogrammed back to the original settings following the vt episode and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.